Manufacturer narrative:
Continued h.6. Health effect - impact codes: f1901, f2301. Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was implanted with a xen®45 gts in the left eye. On post-op day 1, patient had a shallow anterior chamber. In post-op week 1 there was hyphema and peripheral choroidals. There was rebound iritis in post-op month 5. Patient also required 2 additional iop meds in post-op month 6-8 and was taking 3 iop meds in post-op month 9-12. A xen obstruction with iris was ultimately noted and a second xen implant and combined phacomulsification procedure occurred. This literature article was previously reported under MDR ID#: 3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.